Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 00875704801 lot# 63134542 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners. Cat# 00771101110 lot# 63069429 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset reduced neck length. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a clinical study that the patient sustained a dislocation approximately 9 years and 10 months post-implantation following a left total hip arthroplasty, which was managed with a successful closed reduction. Attempts have been made and no further information has been provided.